Event description:
It was reported that the insulin pump alarmed multiple no deliveries and motor error during the basal process. The customer's blood glucose was 199 mg/dl. The device was not exposed to a strong magnetic field or MRI. The customer does not use the sensor feature. They are able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker noted.